Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's compressor was not working and the humidifier temperature was not displaying. There was no patient involvement at the time of the reported event. A non-medtronic/covidien service provider inspected the device and replaced the capacitor which repaired the compressor. The service engineer also found the display printed circuit board to be faulty. Medtronic/covidien was not authorized to repair the device.